Event description:
It was reported that during central processing the customer found physical damage to the instrument tip on a cadiere forceps instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up to confirm that the issue was identified during central processing. There was no patient involvement and no fragment falling in the patient based on prior use and knowledge. Possibly damaged during reprocessing. No patient demographic information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.68" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned.